Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the reported issue was able to be replicated by analysts. The cause was found to be a faulty pump. The pump was loud and the water flow was weak. The defective pump was replaced and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the that the device was over heating (58 c), failing to pump, and was making a strange motor sound. The product problem was observed during a procedure. The incident did not lead to any patient harm.